Event description:
As reported by mps, tka case was completed robotically. I realized after the case that I selected the wrong size cr insert. I had shown the surgeon the box and he approved it to be open. However, the insert was a size 2x9mm cr insert, and he had already implanted a size 3 tritanium tibial baseplate.the surgeon had impacted the insert, thought nothing was wrong and finished the procedure. Approximately 2 hours later, I discovered the error in size congruency. I notified the surgeon and hospital staff immediately. The patient was still in the facility, so shortly thereafter, the patient was brought back to the or. The surgeon re-exposed the knee and exchanged the size 2 insert for the appropriate size 3x9mm cr insert.

Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a size 2x9mm cr insert was implanted with a size 3 tritanium tibial baseplate instead of a size 3x9mm cr insert. The discovery was made that same day post-operatively, and the patient was brought back in to the or, and the device was removed and the correct 3x9mm cr insert was implanted instead. The reported event was not confirmed as the patient implant sheets were not provided. Although not confirmed, the event is considered to be the result of user error as no manufacturing-related product problem was found given the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.